Event description:
Device showed 3 years till eri at last routine follow-up just over 1 year ago and today at routine follow-up, device presented to have triggered eri 3 months ago. No medical procedures noted and device programming with diagnostics suspect this to be true eri. Device scheduled to be replaced at this time.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. For a more detailed analysis, additional information is essential. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.